Event description:
Physio-control rep was evaluating a device and found a note that stated it failed to defibrillate pt in a timely manner. Further investigation on the incident provided the following details. There was a cardiac emergency and responders found a male pt with periods of chest pain and ventricular tachycardia (v-t). During a flight to the hosp, the pt had another period of v-t and the device user had difficulty getting the quick connect leads stay attached to the patches. After a certain time, they were able to connect and deliver defibrillation. The v-t rhythm was converted, pulse returned and pt regained consciousness. The delay in defibrillation therapy while trouble shooting the issue was reported to be 90 seconds. The problem had no adverse effect on pt.

Manufacturer narrative:
(B) (4). Physio-control found that the device would defibrillate energy but it would not pick up ECG in the quick-look paddles mode and had an intermittent failure with the fast-patch adapter. Physio determined the probable root cause of malfunction to be a defective transfer relay and fast patch adapter. Customer declined physio's repair offer due to device age and informed they will purchase a replacement. The device has been removed from service.